Event description:
During a pta/stenting treatment procedure involving the renal arteries, dissection of the subclavian artery occurred. A left brachial approach was attempted, however, difficulties were encountered crossing the subclavian artery. It was noted that the subclavian artery was 100% occluded. The lesion was crossed with a glide wire and angioplasty was performed with a 4x4 classique balloon. It was then followed up with a 4x1.5 cutting balloon at 14 atms. Post-dilation was performed with a 5x2 diamond balloon. Immediately after post-dilation the pt started to experience chest pains and their blood pressure started to drop. The physician then decided to perform a right groin angiogram that showed the aorta was intact. However, the pt blood pressure continued to drop. It was then decided to perform another angiogram from the brachial access site. The angiogram showed a dissection of the subclavian artery. A 6x30 express biliary stent was successfully deployed in attempt to hinder the dissection of the subclavian artery. However, the pt expiered in 2004. It was suggested by the physician that the death was not related to the products used. Same as manufacture# 6000089 - 2004 - 00535 and 6000089 - 2004 - 00536.